Event description:
Had cardiac cath in which angioseal was placed. Dicharged same day. Returned to hospital 9 days later with leg pain and shortness of breath. Had exploratory fem/pop thrombectomy and fasciotomy - continued to have pain and muscle was increasingly pale. Had aka of right leg 4 days later. Pt later expired during hospital stay.